Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the introducer used was a swartz right sided (sr series) guiding introducer dilator, not a transseptal introducer dilator. For transseptal access with a brk needle, the swartz left sided (sl series) transseptal guiding introducers are recommended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported complaint is consistent with the failure to use the correct introducer.

Event description:
Related manufacturing ref: 3005334138-2018-00419. During an atrial fibrillation procedure, the introducer was skived when inserting the non-abbott needle for transseptal puncture. The non-abbott needle was inserted through the dilator but resistance was noted. The dilator was removed with the needle and plastic shavings were noted from the tip of the dilator. Another sheath was used with the non-abbott needle and the same issue occurred. A brk needle was used with another sheath and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of skiving and needle insertion difficulties could not be confirmed. No anomalies were noted when a brk needle/stylet assembly was advanced through the dilator. The complaint device is a swartz right sided (sr series) guiding introducer dilator, not a transseptal introducer dilator. For transseptal access with a brk needle, swartz left sided (sl series) transseptal guiding introducers are recommended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulties and skiving is consistent with the incorrect use of the device.